Event description:
Md removed balloon catheter from hoop and noticed the balloon had an area that was peeling back like a banana. Md called for another balloon, product did not enter the patient. Product removed from the sterile field intact.